Manufacturer narrative:
No new info has been received. This form is being submitted to correct and replace the pt code submitted on the previous form.

Event description:
Health professional sent a photo of a patient who was implanted with seri surgical scaffold in the right breast on or about (B)(6) 2015, and appears to be experiencing necrosis and erythema. The image appeared to show the patient prepared to receive additional medical treatment.

Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of necrosis and erythema are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because medical intervention was required, although device-relatedness has not been established.